Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) it was reported that no disposable pump won't run alarm was experienced. Resvol unknown (patient accidentally reset resvol). Rate 2.4, given 83.55, air in line, green flow stop, patient not affected. No additional information available.